Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with an accu-chek inform ii meter. The patient was tested using the meter, resulting in a glucose value of 258 mg/dl. At an unknown time on the same day, the patient was tested again using the meter, resulting in a glucose value of 138 mg/dl.

Manufacturer narrative:
The serial number of the accu-chek inform ii meter is unknown. The meter and strips were requested for investigation. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.